Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication was not appearing in override screen. A technical support specialist remoted into the cabinet and saw that zone 5 and 6 was disabled. Once enabled, medication was discoverable in override section. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user was trying to override a medication and it was not appearing in the override search section. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.